Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per op notes, ¿the hernial defect was noted below umbilicus and another small defect was also found. A ventralex mesh was placed and anchored to the anterior abdominal wall using sutures.¿ (B)(6) 2013 ¿ patient was diagnosed with abdominal incisional wound infection, abscess thereby underwent incision and drainage of pus and partial removal of mesh. Per op notes, ¿the pus coming out from inside the wound and deep are of the mesh. The infected mesh was removed.¿ (B)(6) 2014 ¿ patient was diagnosed with chronic stitch granuloma thereby underwent open repair with the removal of sutures. (B)(6) 2017 ¿ patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent laparoscopic repair with the implant of synthetic mesh. Per op notes, ¿a remnant of mesh in the wound as well as the presence of an incarcerated sac with omentum were noted. The defect was noted. A synthetic mesh as placed to the abdominal wall and secured using tacks.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2013) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10, h11. Corrected fields: d.6a (date of implant) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.